Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an elevated blood glucose level of 600mg/dl, and wanted to know how to enter units in the pump to deliver additional insulin. Tandem technical support walked the customer through the process, and the customer delivered a bolus. System check was performed and the pump performed as intended. Recommendation was made that the customer monitor bg levels and replace the site if bg levels continue to rise after the bolus.